Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while loading the atrial leadless pacemaker (lp), it wad noted that the lp's helix was stretched and exhibited a break. The lp was not used and a new lp was implanted. The patient was in stable condition.